Event description:
Device report from synthes europe reports an event in bolivia as follows: it was reported that patient underwent a laminectomy in (B)(6) 2017. During a post-operative follow up visit, the surgeon noted the titanium collar with grooves was broken. Patient reported no pain, follow up was part of the post-operative plan. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the broken collar. No additional hardware was implanted, no additional hardware was removed. Surgery was completed successfully with no delay. Patient status reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: h11 corrected data: b5: e1: facility name and address device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history part: 498.011 (internal 50107260) lot: l521068 manufacturing site: mezzovico release to warehouse date: 11. Nov. 2017 the device history record shows this lot of 100 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process.the raw material was confirmed to be correct per the specification with no non-conformance noted. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: investigation summary: investigation site: mezzovico selected flow: 5. Broken it was reported that the uss-sleeve toothed titanium alloy was broken. The returned device was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications.the returned item has been manufactured in august 2017 according drawing released on 02-sept-2014. No non-conformances or document change have been identified which may be related to the complaint condition. The involved lot l521068 has been manufactured starting from the raw material art. 60010220 / lot 19814 the certificate of raw material has been reviewed: in the certificate it is reported that the material is conforming to the specification (see attachment "manufacturing complaint investigation form"). As per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the manufacturing complaint investigation is considered as not manufacturing related. Conclusion: an investigation fulfilling the requirements of the 'broken' investigation flow was performed at the manufacturing site. The complaint is confirmed as the complaint device was received broken. No product design or manufacturing issues were identified during their investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Manufacture site provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Unknown when device malfunctioned. (B)(4) used for: the device malfunctioned has caused or contributed to a revision surgery for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in guam as follows: it was reported that the patient underwent laminectomy on (B)(6) 2017. A few months after the surgery patient had a follow up check up where the surgeon noticed that the uss-sleeve toothed titanium alloy was broken. Patient was then schedule for a revision surgery on (B)(6) 2019. The revision procedure was successfully completed, patient status was stable. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).